Event description:
A nurse called to report that the customer was admitted in the emergency room for dka and found their hemoglobin on the low side. The nurse stated that the pump is working fine but the customer ran out of insulin. Troubleshooting was not performed at the time of call.